Event description:
It was reported that the patient experienced two episodes. In one episode, the ventricular rate was greater than the atrial rate. The implantable cardioverter defibrillator (ICD) thought it was ventricular tachycardia (vt) versus supra ventricular tachycardia (svt) and did not withhold therapy. In the next episode, the ICD withheld therapy as the device thought it was svt, but the physician thought it was true vt and should not have withheld. The patient was dizzy and lightheaded during the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).